Event description:
Received information stating customer received multiple altitude alarms. The pump had gotten wet when the customer urinated during the night, soaking his clothing. Reportedly, the customer's blood glucose was not impacted.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow up medwatch will be submitted.